Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 178 mg/dl. The customer used cold insulin. As the customer had changed the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to determine a possible cause was unable to be performed.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.